Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit to treat her pelvic organ prolapse during a posterior repair procedure on (B)(6) 2010. According to the patient, following the procedure, she experienced pain, bleeding, and dyspareunia (specifics and dates of onset unknown). According to the physician, the patient has been returning for routine follow-up appointments every 3 months since the procedure. Post-implantation, the patient has had some "minor" but persistent post-coital bleeding, as well as chronic, persistent small granulation tissue at the vaginal cuff (date/s of onset unknown), and was being treated with silver nitrate, estrogen cream, and estrogen tablets for the tissue granulation. The physician believes that neither the bleeding nor the tissue granulation is related to the mesh, and attributes the tissue granulation to tissue-healing from the patient's previous hysterectomy surgery. Per the physician, the patient experiences no pain at all and no dyspareunia. When the patient returned for another routine follow-up appointment on (B)(6) 2012, the physician determined that the post-coital bleeding and tissue granulation had still not yet resolved, although the patient was generally "fine." Reportedly, no further medical intervention is planned for the patient due to the mildness of her symptoms.